Manufacturer narrative:
Block b3: event date approximate.

Event description:
It was reported that the patient received inadequate stimulation from the spinal cord stimulation (scs) system. Imaging was performed which revealed lead migration. The patient underwent a revision procedure in which the lead was replaced. The patient was doing well postoperatively. The explanted lead will not be returned as it was discarded by the medical facility as per their infection control policy.